Event description:
It was reported that the stimulation was in the wrong location. The patient stated when they felt stimulation it was too high and in the wrong location, or they didn't feel it at all. Stimulation felt as though it was always positional. They could feel it when they laid down or sneezed but couldn't otherwise. They had tried all programs on their programmer but was still not satisfied with how the therapy was working. May have to have ins removed and have pain pump implanted. It was further reported that a manufacturer representative was attempting to reprogram the patient the week after the report. They didn't know if they would be successful since they tried about a week prior to the report. If unsuccessful, the patient would need to follow up with their doctor again. It was further reported that the patient was just programmed and was doing better. It was further reported that the patient's lead had shifted and that was why they had not been getting stimulation. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7427, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type implantable neurostimulator; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7427, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type implantable neurostimulator; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).